Manufacturer narrative:
Continuation of d10: product ID hh90t01 serial# (B)(6) product type mobile platform product ID a820 serial# unknown product type software product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were having problems getting the controller to connect to the pump again just like last time. The patient stated that it was slow again and yesterday it took them 15 minutes to get it to connect. The agent had the patient toggle off power saving mode and had the patient power off/on the handset. The patient stated that when they were connecting to the pump it was lagging at 91% for about 15 minutes. The agent reviewed data and walked the patient through deleting the data after which the patient was able to connect to the pump with no lag. The patient was going to call back if they needed further assistance. Additional information was received from the patient who reported ¿'I'm having problems with my pump (external equipment) again. My handset is going real slow. It keeps wanting to close the app while I'm trying to get myself a bolus,¿ which the agent understood as ¿myptm app not responding, close app or wait¿. The patient was walked through clearing data on the handset. Prior to clearing data, patient's data was 1.05 mb. Additional information received from the patient indicated that they couldn't get their external device to work. At the time of this report, the patient was "dying in pain" and, "out of nowhere", it was not connecting to the pump to deliver a bolus. The patient stated that it was "running a little slow and then all of a sudden it just stopped working". The patient reported seeing a red sticker that said communication was interrupted and the session was ended. Service code 389 occurred. The patient closed all of the applications and restarted the handset. The patient was able to connect to the pump and deliver a bolus. The patient mentioned that there was a delay/lag at 91%. Patient services walked the patient through clearing the data from the application. Troubleshooting steps taken with patient services resolved the issue.